Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and downstream occlusion errors were noted. The device was visually inspected. Functional test and visual inspection were performed and the reported issue was confirmed. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that the device's downstream occlusion (dso) sensor was displaying unusually high numbers. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.